Manufacturer narrative:
Device serial number and UDI number are unavailable. A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system, and no parts have been received by the manufacturer for analysis. The manufacturer representative suspected that the camera was only seeing one sphere and not both because of the angle. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the site was unable to track the biopsy needle during the case. After locking trajectory, the camera details were not picking up the biopsy needle. In the bottom right hand corner, the needle was shown as the instrument but was in a red status. The site opened another biopsy needle and the same behavior occurred. They reset entry and target, then locked trajectory, but the issue continued to occur. It was noted that other instruments on the navigation system were fine. The site continued with the case by confirming the trajectory with the navigus probe. The target was significantly large enough that the surgeon was confident to proceed based on that. There was no surgical delay due to this issue, and there was no impact on patient outcome.